Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. Fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. The physician reported difficulty on insertion of the device. The guide wire exit port was at the level of the skin, when the device was reported to break. The pt was taken to surgery for device removal and closure of the arteriotomy. The surgeon reported that the device was broken at the metal ring where the proximal guide meets the distal guide. The pt was reported to have recovered "normally" from surgery. There was no report of adverse pt sequelae.